Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that post implant of a implantable pulse generator (ipg) system the patient experienced a drop in blood pressure. A right ventricular (rv) lead cardiac perforation was suspected via a computerized tomography (CT) scan. A epicardial effusion-cardiac tamponade was noted, and treated with needle aspiration, vasopressors were administered for drop in blood pressure. The patient reported chest pain subsided. A implantable pulse generator (ipg) device check confirmed diminished rv lead sensing and no capture. Surgical intervention was recommended. The patient condition stabilized and the patient was placed on observation. The rv lead remains in use, and no further patient complications have been reported.